Event description:
The reporter stated that the device result was 112mg/dl so she dosed insulin. She did not eat and was feeling bad, then called 911. Emts checked her glucose and the level was 67mg/dl. She was taken to the hospital where her glucose was 57mg/dl and she was given a glucose IV.